Event description:
After implant, the patient had pain from the pump placement. The pump was located on the left side of his belly and ¿it actually from the top right side of that and actually goes towards the right¿. The pain had increased over time. It got ¿severely bad¿ in 2013. The patient had shooting pain and it had continued to get worse. The patient kept asking his doctor if something was wrong. The patient told his physician that he had severe pain on the left side from the pump implant. The patient¿s doctors indicated the patient should not be having pain. The patient was given an increase. The patient was going to check with a different healthcare provider (hcp) to see if there was an underlying cause like a ¿gastric thing¿. It was later reported that the physician then gave him a choice to reposition the pump to the right side. It was repositioned in (B)(6) 2014. Once it was moved, the pain decreased a lot and it eventually went away. The patient went to a gastrointestinal physician in (B)(6) 2014 to make sure that everything was okay after the pump was repositioned. The device system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).